Event description:
The facility reported a colleague infusion pump with a pumphead issue. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pumphead issue" was confirmed by baxter personnel during product evaluation. Upon additional review of the event history by quality engineering, this was identified as a failure code of 806:10 on pump head module b that occurred once. Service tested the data on channel raw sensor data screen during loading and found it to be within sensor range of 20 and 100. The pump head module b has no problems and hence a cause was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.